Event description:
Related manufacturing reference number: 2017865-2023-93261. It was reported that the patient presented for a follow-up in clinic with palpitations. Upon interrogation, it was noted that the atrial leadless pacemaker (lp) exhibited noise reversion and inappropriate automatic mode switch episodes. It was also noted the atrial and ventricular lps exhibited pacemaker mediated tachycardia and a rate response issue. Programming changes were made. The patient was stable.

Manufacturer narrative:
Correction - d4 - correction to device information.